Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was trying to charge the ins, and the ins was 1/4 charged with 6/8 coupling, it was also reported that when the patient tried to sync with the ins they say the "charge ins" message. It was reviewed that the ins had to be charged for the patient programmer to connect with it. It was later reported the patient was experiencing poor coupling with recharging. The patient stated that she would be laying still but since implant the coupling bars would go from 8 to between 6 and 0. It was reported the ins was tilted and possibly flipped, and was too deep. The patient was sent a new antenna and told to follow up with their hcp if the issue was not resolved. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
This report describes only a product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient met with a rep, and the rep was able to sync with the device immediately when the patient was standing. The patient stated she cannot stand for the three hours it takes to charge. The patient stated she was told that the reason she had to stand to charge was the position of the ins in her body due to gluteal curve. The patient stated that the issue was not resolved and she still has difficulty using the system, and when it is not usable she is in pain. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.